Event description:
It was reported via repair work order that the head end right side of the unit was missing the caster mount bolt,nut, and washer along with two more washers and nuts that were missing from the base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.